Event description:
It was alleged that a patient fell while attempting to get into a stretcher. It was alleged that the brakes were not functional on the stretcher at the time of the event. It was alleged that the patient was injured, however further information has not been provided.

Manufacturer narrative:
The user facility did not provide further information regarding this event. Device not returned.

Event description:
It was alleged that a patient fell while attempting to get into a stretcher. It was alleged that the brakes were not functional on the stretcher at the time of the event. It was alleged that the patient was injured, however further information has not been provided.